Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained ventricular oversensing episodes due to myopotential oversensing were observed. The non-pacemaker dependent patient was asymptomatic. The oversensing was able to be reproduced when the patient coughed. Programming changes were made.